Manufacturer narrative:
(B)(4) analysis was normal. No anomaly was found. The damage found was sustained during the surgical procedure. A lead tip stiffness was performed and the lead was found to be within specification.

Event description:
It was reported after implantation, the device detected an increase in capture threshold and decline in r-wave amplitude. The patient experienced diaphragmatic stimulation. When the patient returned to the hospital for a post operation check-up, lead perforation of the myocardium was observed. The lead was explanted and replaced. The patient will continue to be monitored. The patient condition was stable before, during, and after the surgery.